Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter, dual-lumen, 9.5f products that are cleared in the us. The pro code and 510 k number for the groshong cv catheter, dual-lumen, 9.5f products are identified in d2 and g4. H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported catheter balloon and material protrusion issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(device). H11: e3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a chronic catheter placement, while flushing catheter was allegedly ballooning. Reportedly, catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified not been cleared in the us but is similar to the groshong cv catheter, dual-lumen, 9.5f products that are cleared in the us. The pro code and 510 k number for the groshong cv catheter, dual-lumen, 9.5f products are identified.

Event description:
It was reported that during a chronic catheter placement, while flushing catheter was allegedly ballooning. Reportedly, catheter was repaired. There was no reported patient injury.